Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to fall and loosening of the femur & stem component at the bone to implant interface. Cement manufacturer used was unknown. Patient had lps implanted in (B)(6) 2019. Patient was revised using cemented lps stem. Doi: (B)(6) 2019 dor: (B)(6) 2020 right knee.